Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit screen was frozen, pump displayed rapid gas loss. There was no patient harm reported.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit had rapid gas loss. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit screen was frozen, pump displayed rapid gas loss. There was no patient involvement.

Manufacturer narrative:
A getinge fse dispatched to onsite. Fse could not duplicate issue. Device passed all functional and safety tests according to factory specifications.